Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. While troubleshooting with tandem technical support, customer disconnected and delivered a bolus. The customer saw drips coming out of the end of the tubing and no occlusion alarm occurred. Customer reported an elevated blood glucose level of 445 (mg/dl) and delivered a manual injection to stabilize bg level.